Event description:
The company was made aware that the patient was admitted to the emergency room due to a pocket infection.

Event description:
The company was made aware that the patient was admitted to the emergency room due to a pocket infection.